Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedance measurements and high capture thresholds on this non-boston scientific left ventricular (lv) lead. At this time, the product remains in service and no adverse patient affects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).